Event description:
This is filed to report device caused damage to another device and tissue damage it was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, and a bi-leaflet prolapse (prolapsed anterior mitral leaflet and prolapsed posterior leaflet). A mitraclip xtw (lot: 20829a1083) was implanted. The clip was stable. A second mitraclip xtw (21012r2047) was used, but while grasping the leaflets, the device interacted with the chordae, and while trying to free the clip from the chordae, the second clip interacted with the first clip, which caused the first clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was able to be freed from chordae and deployed on both leaflets with some residual chordae tissue in the clip. To stabilize the slda clip, a third clip was implanted. To further reduce the mr, a fourth clip was implanted. The procedure was completed with four clips implanted. The mr was reduced to grade 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove (clip interact with chordal structure). The reported device damaged by another device (caused damage) appears due to trouble shooting maneuvers to free the clip from the chordae. The tissue injury (possible some residual chordal tissue in the clip) appears to be due to the clip interaction with the chordal structure. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.